Event description:
Three days after implant, the lead had migrated cephalad 4 vertebral levels. The titanium insert of the anchor was found to have separated from the silastic boot. The lead was repositioned. A bumpy anchor and glue were employed after the lead was positioned. Stimulation coverage was confirmed during intraoperative testing. The patient's post-operative status was good with full recovery expected.